Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarms unexpected restart, external ram crc error, watchdog time out, audio/beep anomaly and partial display. Customer's blood glucose at time of incident was unknown. The customer was explained the alarm and possible causes. The customer was advised to perform self-test and test passed. Customer was advised to monitor pump.